Event description:
The customer reported that during use of this guide, the distal tip broke off in surgical site. The tip was successfully retrieved and the surgeon completed the procedure as intended. There was no patient injury or significant surgical delay related to this event.

Manufacturer narrative:
Investigation findings: this bullseye femoral aimer was received for evaluation. A visual examination found the tip portion detached and the area of breakage jagged in appearance. The broken portion was not returned as it was disposed by the user facility. This type of damage is indicative of the application of excessive force and/or side or bending loads during use. This is a reusable, non-sterile device and the information for use (IFU) provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instrument after use to ensure it has not been damaged.